Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed/hematoma/hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: the data logs confirm continuous suction alarms #14 characteristic curve diastolic suction and real time (rt) log analysis shows alarm triggered correctly. There were no position related alarm abnormalities. The cause of the pump suction was determined to be patient condition related as evidenced by clinical detail of issue resolution by pausing continuous renal replacement therapy (crrt) volume removal and administering volume to the patient. Access site adverse event: clinical reported hematoma developed at access site. The cause of the issue was not established as limited clinical information was provided. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the impella 5.5 experienced suction alarms associated with hypotension and aggressive crrt fluid removal. Point-of-care ultrasound confirmed device position after suction events. The patient experienced a gastrointestinal bleed, which required blood transfusion and surgical intervention. Medication adjustments were necessary while on support. Arrhythmia (ectopy) was noted during support. Access site complications included hematoma. Patient was eventually weaned off support and survived.